Event description:
Caller reported an occlusion alarm, but the alarm number could not be verified in the pump history. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin. There were no frequent or recurring occlusion issues, and no additional assistance was necessary, so the case was closed by technical support.